Event description:
The pt went to their dr for a fasting blood glucose test. The pt took the suspect device with them and performed a test on it while at the dr's office. The pt obtained a result of 162mg/dl. The pt then went home and passed out. Paramedics were called and their meter read 17mg/dl. The emt's gave the pt orange juice. The pt did not take their meds because of their dr's appointment.